Event description:
It was reported that the pump fell out of the customer's pocket and onto the floor. Reportedly, the pump is now unreadable. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received, a supplemental form will be completed.